Event description:
Vilex account manager reported that a k113-16s kwire broke and approximately 3cm remains in the pt. The doctor inserted the wire into the medullary canal, did not like the position of the wire and removed the wire completely. Doctor then redirected the wire at an angle and implanted the metatarsal head implant. While removing the wire the second time with a wire driver, the wire twisted and broke. Doctor stated that approximately 3cm of the wire remains in the pt . Doctor also stated that there would be no problem for the wire to remain in the pt.

Manufacturer narrative:
The doctor bent or scored the k-wire, during insertion and/or removal. The k-wire was inserted the second time at an angle which is not recommended. Vilex has used the same lot number material for two years with no problems. Doctor reported no problem for pt.